Event description:
It was reported that (2) devices were used during a thoracic resection. It was reported by the affiliate that the tsb45's anvil slipped out after the third reload. There was no consequence to the pt.